Event description:
It was reported that this pacemaker was unable to be interrogated. When a magnet was placed over the device the rate did not change. The patient had a heart rate of 77bpm. It was noted the pacemaker was vibrating, and boston scientific technical services (ts) discussed that the devices do not vibrate. The pacemaker was checked 2 months ago, and there was a year left on the battery. Ts discussed the pacemaker could be at end of life (eol), however, seemed unusual to go from 1 year to eol in 2 months. Ts recommended trying a different programmer. This pacemaker remains in service. No adverse patient effects were reported.